Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -the bending section rubber glue was peeed. -due to the wear of the device wire, the bending angle in all directions and knob play did not meet the standard value. -there was dirt on the light guide lens. -there were scratches on the switch. -there was a dent at the universal cord. -there were scratches on the universal cord. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon is attributed to physical stress such as dropping. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the distal end cover of the device was broken. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.